Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was fired across the ip ligament and they could not remove it. The surgeon attempted to remove the device manually with the opening triggers and then attempted to remove the device manually at the jaws. The surgeon was unable to open the instrument with either method. The surgeon then converted to an open hysterectomy procedure due to an arterial bleed caused by the removal of the device. The device was removed by cutting it off the tissue and is out of the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.